Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a taiga guide catheter. During delivery via the right radial approach, the device was stuck at around the brachial artery. Therefore, it was withdrawn for inspection, and the physician saw that the device tip was split. Therefore, the device did not achieve engagement, nor did it reach the aorta. The event had no adverse effect on the patient.

Manufacturer narrative:
There was no damage noted to packaging (i.e. Shelf carton, inner packaging, hoop). The device was inspected and prepped prior IFU. No resistance was encountered except when the device was stuck at around the brachial artery. No excessive force was used even when the device was stuck. The patient is type 2 diabetes but does not undergo (artificial) dialysis (hemodialysis). Product analysis: the taiga catheter received exhibited two splits on the distal tip material, both splits cut through the full length of the tip material. The splits also exhibited damage to the over sleeve in both ends. Physical measurements show the device meets specification. If information is provided in the future, a supplemental report will be issued.